Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, the unit was in need of repair as the ratchet handle did not move up or down. Another device was used to complete the surgery. There was no patient impact or delay reported. Due diligence is complete.